Event description:
In january 2006, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately low readings. The medical affairs specialist (mas) contacted the pt to obtain and verify information. The pt reported that in 2006, at 10:30am, he passed out while at a store. Emergency services were contacted, paramedics arrived an unspecified time later and obtained a blood glucose result of 26 mg/dl on their meter. The mas confirmed with the customer the 26mg/dl result was obtained by the paramedics, not by the patient on his meter as was originally documented. The paramedics gave the pt glucose intravenously and transported him to the hospital. The pt stayed in the emergency room for 45 minutes, and received no further treatment. The patient's blood glucose level was monitored in the emergency room, result not known. The pt had tested his fasting blood glucose level on the reported meter earlier that morning, and obtained the result of 200 mg/dl. The pt stated this was an expected result as his fasting blood glucose level has been running high lately. The morning of the event, the patient had eaten breakfast and taken his normal medications of glucophage, dose unknown, and lantus insulin 40 units. The pt tests once per day in the mornings, and takes a set amount of insulin. The patient does not adjust his insulin dose based on meter readings. The pt stated his physician has recently taken him off the glucophage, and he now takes just the 40 units of lantus insulin. The pt also suffers from sleep apnea. The pt noted he has had hypoglycemic episodes before, and the last time obtained a result of 48 mg/dl on the reported meter. The patient ate a meal, and then felt better. The customer care advocate determined druing the troubleshooting telephone call that the pt's testing technique was correct, the test strips were stored correctly and in good condition, and the meter was programmed with the correct unit of measure and calibration code number. No quality control testing was performed during the troubleshooting call as the pt did not have control solution. The meter, test strips and control solution were replaced.